Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.

Event description:
It was reported that the device had a wireless module intermittent connection and fault code 41100. Despite the module being attached properly and the pole clamp mount screwed in and holding the module in place, the fault repeated many times but usually with a different fault data line 2 (fault data line 2: 3929, fault data line 2: 3754, fault data line 2: 3697, fault data line 2: 3092). The staff had programmed the pump up, but before they could set it up with the patient, the pump started alarming consistently with a blank screen. The staff tried to turn it off, but that did not resolve the issue. The communication module was removed, and the pump continued to beep for a minute despite having no power. The staff were unable to remove the battery as it was secured in with the pole-clamp mount. The site restarted the pump again. Then it displayed the system fault screen. The event occurred during set-up, here was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.